Manufacturer narrative:
The pump had blank display due to broken solder joint on interface board. The pump had cracked reservoir tube lip. No damage noted on battery cap (p), battery tube threads or on belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had a blank display. The blood glucose at the time of the incident was 153 mg/dl. The customer states the pump stopped working the night before. The customer did state the pump was bumped against a door and there is a crack near the battery cap. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.